Event description:
Health care professional of home patient reports home pt presented to center with abdominal pain and cloudy effluent on 5/13/98 and was diagnosed with peritonitis. Home pt was treated outpatient with intraperitoneal antibiotics. On 5/18/98, home pt informed health care professional that on 5/10/98 or 5/11/98 she experienced pain in her shoulder after seeing all from pt line of homechoice set go in her during initial drain of automated peritoneal dialysis treatment. Home pt did not report this incident at the time it reportedly occurred. Per health care professional. She is not sure if infusion of air was cause of peritonitis, but she can find no other cause. Home pt is responding to treatment.